Event description:
The customer reported that the insulin pump accidentally was dropped and no longer was functioning. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a battery tube connector not being plugged properly. In addition, the device had cracked battery tube threads.